Event description:
Customer reported that the up arrow button became stuck. She reported receiving a button error alarm twice in the last week. The blood glucose reading was 100 mg/dl. She stated that she wore the insulin pump in her bra. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.